Manufacturer narrative:
The field service technician (fst) was onsite. The temperature output on cardioplegie side was compared with a external temperature measuring device. This value was set within the given limits. Since no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the hcu 40 had a temperature output on cardioplegie-side approx 10 °c above set temperature. The device gives warning temperature setting too low. Internal reference number: (B)(4).